Manufacturer narrative:
Device evaluation: visual analysis of the photos identified two devices without identification to which side each one belongs; the first device has crease flat and the second one has an opening on the anterior. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis as it was not possible to determine the most likely failure mode.

Event description:
Device has been explanted and discarded after surgery.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture baker grade IV" and "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and seroma.

Event description:
Patient reported for right side "capsular contracture grade IV", "bubble of fluid collection". Healthcare professional reported "pain, hardness", "patient found out about the recall", "radial folds". The device remains implanted.